Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified delamination of the valve and white particles in device inner surface. A leak test was performed which identified delamination. A microscopic analysis was performed which identified total delamination of the valve. Based on the device analysis the final assessment is total delamination of the valve due to adhesive failure.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.